Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1544 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC line leaking, noticeable hole in external part of line noted at point 3cm. Drug details: paclitaxol weekly.